Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting no flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage in an arctic sun device. Pump hours were 1578.4 and system hours were 6978.5. Had nurse stop therapy, disconnect pads, and enable manual mode. In manual flow and inlet pressure remained 0. The circulation pump command 100 percentage. Asked nurse to send device to biomed labeled with no flow. Per follow up information received via task on 13jan2026, biomed stated that the device would not achieve correct flow. It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.0, inlet pressure (ip) was -0.1.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. The root cause for the reported event is a failed circulation pump. Pump hours were 1578.4 and system hours were 6978.5. Had nurse stop therapy, disconnect pads, and enable manual mode. In manual flow and inlet pressure remained 0. The circulation pump command 100 percentage. Asked nurse to send device to biomed labeled with no flow. Per follow up information received via task on 13jan2026, biomed stated that the device would not achieve correct flow. It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.0, inlet pressure (ip) was -0.1. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting no flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage in an arctic sun device. Pump hours were 1578.4 and system hours were 6978.5. Had nurse stop therapy, disconnect pads, and enable manual mode. In manual flow and inlet pressure remained 0. The circulation pump command 100 percentage. Asked nurse to send device to biomed labeled with no flow. Per follow up information received via task on 13jan2026, biomed stated that the device would not achieve correct flow. It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.0, inlet pressure (ip) was -0.1.